Manufacturer narrative:
(B)(4).the device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that there was an issue with a transfer set, which would not close. The registered nurse (rn) stated that after the home patient's (hp) transfer set changed out, the hp returned to report that the twist clamp was stuck in the open position and they were unable to close it. The hp had the affected transfer set replaced. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.